Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed that the defibrillator exhibited non sustained right ventricular oversensing due to far p wave oversensing and myopotential inhibition. Programming changes were discussed. No further information was reported.